Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
After an implantation period of approx. 38 months, impedance values out of range and oversensing was reported. The lead was replaced, explanted, but not returned to biotronik. No adverse patient side effects have been reported.